Manufacturer narrative:
E1: (B)(6). Patient country: portugal.

Event description:
Unomedical reference number (B)(4). Event occurred in portugal. On(B)(6) 2024, it was reported that the tape was not sticking when child was playing. No further information available.